Event description:
It was reported during the implant attempt that the "insulation peeled away from the sleeve." A new lead was used to complete the procedure. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors were stretched and had blood/body fluid (not obstructed), the distal conductor had blood/body fluid (not obstructed), the outer insulation was pulled apart due to overstress, the lead was stretched, and the lead was damaged at implant.